Event description:
It was reported that during implant, high impedance of over 9000 ohms was seen. The impedance then stabilized around 3000 ohms. When looking at the lead it was found that the device was not fully intact showing visible fracture. That lead was implanted event with the damage seen, and the patient is being monitored for impedance issues. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that this was an initial implant. The damage was observed after tunneling as the lead. The lead was not damaged prior to tunneling. Patient information, and device information was also provided. No other relevant information has been received to date.